Event description:
During the device evaluation, the flex deflectable videoscope exhibited peeled/missing adhesive from around the objective lens at the device distal end. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed peeled/missing adhesive at the objective lens could not be determined, however, the issue was likely the result of component failure/degradation due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.